Manufacturer narrative:
A follow-up report will be filed if more information becomes available.

Event description:
It was reported that the iab's helium lumen was not functioning. The balloon membrane would not inflate. As a result, the iab was exchanged. The iab had been inserted with a sheath under fluoroscopy. There were no alarms experienced with the iab pump. There were no reported patient complications.